Manufacturer narrative:
D2b pro code (product code): qrb. Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-70. Serial number: (B)(6). Batch/lot number: 7071291. Model/catalog description: infinion cx lead kit, 70cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) was no longer holding a charge and patient was experiencing inadequate pain relief. The patient underwent an ipg replacement procedure. No further information has been obtained.